Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage to the fiber at the blue arrow near the tip was observed at 58,379 joules of use, the fiber was replaced and the case continued using a second fiber detached as the doctor was pulling the fiber from the scope, equipment on the back table". It was further reported that the damage to both surgical fibers was the result of the scope configuration and angle needed for the procedure. The procedure was completed using an alternate procedure (turp). Pt outcome: "ok". There was no pt injury reported.

Manufacturer narrative:
As reported, the fiber damage was due to use of the surgical fiber with an incompatible scope configuration and/or scope angle. This report is due to the alternate procedure (turp) performed.